Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have multiple input disks broken. Input disk 7 was broken inside of the housing. Hairline cracks were found on grip input shaft 6. The instrument also failed engagement on the in-house system. The inputs failed to engage with the sterile adapter on every attempt. Error 22020 confirms the engagement failure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the long bipolar grasper instrument was uncontrollable. The procedure was completed with no reported injury.